Manufacturer narrative:
.

Event description:
It was reported that; a primary surgery for infant scoliosis was performed on (B)(6) 2014. During small growing rod extension surgery, a breakage of the extension connector was found and it was exchanged with other new one.

Event description:
It was reported that; a primary surgery for infant scoliosis was perfomred on (B)(6) 2014. During small growing rod extention surgery, a breakge of the extension connector was found and it was exchanged with othere new one.